Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that allegedly an altrix unit had an issue cooling. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that allegedly an altrix unit had an issue cooling. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The data was extracted form the device which showed that the setting on the device was changed very frequently in the beginning of therapy. The frequent changing of the patient temperature set point most likely contributed to the alleged cooling issue as the device requires time to adjust to the set point selected and the frequent change did not allow for the device to fully adjust to the newly selected settings. Additionally, it was identified that at the end of the therapy the patient temperature set point was left unchanged and the patient temperature settled.

Event description:
It was reported that allegedly an altrix unit had an issue cooling. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the patient temperature deviated. Upon review of the data extracted from the device, it was confirmed that the patient temperature did not deviate greater than +/- 1 degree c for greater than 30 minutes. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported that allegedly an altrix unit had an issue cooling. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.